Event description:
Customer called to report hospitalization for high bgs. Customer was not wearing the pump at admission. Bgs were treated with insulin drip initially and then with manual injections. Although the customer did not follow instructions for high bgs protocol, the pump trainer performed the troubleshooting. According to the pump trainer, the lead screw was delivering about 1/8 of what it should. At a second running of the self test, it was stated that the lead screw was not turning at all. Customer reverted to a back up plan.